Event description:
A report was received that the spinal cord stimulator made the patient¿s pain in the middle back worst. A computerized tomography (CT) myelogram was taken and had no new results. The patient will undergo a revision of the leads.

Manufacturer narrative:
Additional information was received that the patient's computerized tomography (CT) scan result was normal.

Event description:
A report was received that the spinal cord stimulator made the patient's pain in the middle back worst. A computerized tomography (CT) myelogram was taken and had no new results. The patient will undergo a revision of the leads.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the current leads were pulled down half of the vertebral body, one new lead was implanted, and the ipg site was revised. It was reported that the patient was experiencing pain at the ipg site prior to the procedure. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the spinal cord stimulator made the patient's pain in the middle back worst. A computerized tomography (CT) myelogram was taken and had no new results. The patient will undergo a revision of the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.